Event description:
Additional information received on 12/13/2016 from reporter for report number mw5066457. The reporter stated that she contacted (B)(6) to complain about the ongoing problem about her insulin pen from sanofi. She stated it is quality and workmanship problem.

Event description:
Reporter stated the depression button on the injection pen gets stuck and it becomes inoperable. She said upon removal of the pen, the needle broke off and caused the insulin to leak. As a result the insulin did not get delivered. The reporter suspected there could be a compatibility issue between the injection pen and the needle.